Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed. During visual inspection, the investigator noted a counterfeit top case on the device. The battery door was cracked, but there were no visible signs of contamination. The event history log could not be retrieved due to an issue with the main pc board. The customer reported product problem (lost program settings) was verified. The product problem occurred because the main board no longer operated properly due to normal wear. The pump was over 9 years old. No real fault was found with the device. The following worn components were replaced on the pump: counterfeit case top, cracked battery door, right plunger case and the defective battery. The pump subsequently passed all the delivery and functional tests.

Event description:
It was reported that the device lost all the programmed settings. There was no patient involvement.